Event description:
It was reported that the atrial leadless pacemaker (lp) exhibited loss of capture, sensing issues, low implant to implant communication, and extra-cardiac stimulation. X-ray imaging was performed and confirmed the lp dislodged to the left femoral vein. The lp was explanted and not replaced. The patient was stable.

Manufacturer narrative:
The reported event of device dislodgement was not confirmed. The device was unable to establish telemetry upon receipt. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on inner helix. The outer helix elongation is consistent with having occurred during procedure. A longevity calculation was performed and found the battery depletion was premature. Further analysis found that the device was deactivated which caused the premature battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.